Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they thought the value returned on canister was very low. The customer stated that after looking on the api page, they saw that even though the volume level was more than enough, there was about 50% of the insert wall that was not covered with fluid. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, they thought the value returned on canister was very low. The customer stated that after looking on the api page, they saw that even though the volume level was more than enough, there was about 50% of the insert wall that was not covered with fluid. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.